Event description:
The dealer stated that this is how they took it off the pallet. The dealer stated when they broke open the shrink wrap, this rollator was in the middle of the pallet with the other rollator¿s packed around it, the end of the box was opened just like you see it, with the rollator being broken.